Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient previously had a temporary pacemaker that was removed due to an infection which was caused by a skin abrasion close to the pacemaker. The patient is currently getting treatment due to the infection that apparently never healed. There were no additional adverse patient effects reported. The pacemaker remains in service.